Manufacturer narrative:
Evaluation of the returned red62 confirmed that the catheter was fractured. If the red62 is retracted against resistance, damage such as a fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed that the support coil winds of the red62 was wrapped around the delivery wire of the non-penumbra stent. This damage was incidental to the reported complaint and likely occurred during retraction of the device upon removal from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and a penumbra system red 43 reperfusion catheter (red43). During the procedure, the physician completed three passes in the target vessel using the red62. While retracting the red62, the physician experienced resistance. Upon removal of the red62, the physician noticed that the distal length of the red62 was unraveled. The physician then attempted to remove the thrombus with the red43, however, the occlusion could not be removed. The procedure was completed at this point after achieving thrombolysis in cerebral infarction (tici) score of 2a. There was no report of an adverse effect to the patient.